Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the needle was being held with the needle holder in the closest part to the thread, 1/3 of distance from the bottom. The needle was not found during the new surgical intervention. The needle is still in the child's oropharynx musculature. He is well and without any symptoms. The biggest disadvantage is that he cannot do MRI exam, the risk is that there is a foreign body reaction and his body tries to expel it, but if until today it didn¿t happen I believe it will not happen anymore. I think the needle did not withstand the force and angle used to make the stitch on the musculature and when I tried to perform the movement the needle broke. I do not think it's necessarily a problem of product quality, it was a fatality. What instruments were used to grasp the needle? Where was the needle grasped during use? Were the needle piece(s) retrieved during the same procedure? Does the piece/device remain retained in the patient's tissue? If retained, were there any patient consequences?

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Representative sample was returned for evaluation. In the visual inspection of the sample, no defect was found. The needle was functionally tested for diameter, to, ductility and all results performed met requirements.

Event description:
It was reported that the patient underwent amygdalectomy on (B)(6) 2016 and suture was used. The surgeon reported that after the needle penetration, it broke and it was not possible to rescue it. The bottom part of the needle was recovered, but it was not possible to remove the rest of the needle. For now the patient is still with the needle allocated in the oropharyngeal muscle and it was reported to be unknown if there will be another surgery. The patient needed one more day of hospitalization and also a new surgical intervention which extended his stay / time for at least 24 hours. So far, the patient didn¿t have any serious damage and the patient is well. Additional information has been requested.